Manufacturer narrative:
Insulin pump was programmed with correct time and date and monitored. Insulin pump passed displacement test and self test. No time / clock anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had time clock anomaly. The customer's blood glucose level was unknown. The customer states that by the end of the day the pump may set itself back 3 minutes. Troubleshooting was performed for the time clock anomaly. The customer stated that time was loosing. Customer states the loss is greater than 1 minute per week. The insulin pump will be returned for the analysis.